Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure the device misfired and malformed clips were fired. Unk how the case was completed. There was no pt consequence.